Event description:
It was reported that there was an acl case with hamstring tendon, 8 mm tendon and bone tunnel which took a 9 mm delta screw. Screw broke off during insertion and rest of the screw was in the driver. The screw was broken in two pieces. One piece remained in the patient. The surgeon put an extra button to ensure the fixation. Normal bone quality.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by the combined condition of an implant not being seated properly on the driver and prying or leveraging while still loaded or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release device.